Event description:
New arterial closure device used post procedure to close right femoral arteriotomy. It appears all deployment steps were followed correctly but device did not fully deploy. Due to incomplete deployment, device migrated down right leg arterial system. Device is non-occlusive.